Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd q-syte¿ micro bore extension set. The following information was provided by the initial reporter, translated from (B)(6) to english: when the package was not opened, a black foreign matter was found at the q-syte joint.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issue was confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that foreign matter was found in the bd q-syte¿ micro bore extension set. The following information was provided by the initial reporter, translated from chinese to english: when the package was not opened, a black foreign matter was found at the q-syte joint.